Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the psi didn't go down into the normal range despite the patient's anesthesia. After changing to a new sedline sensor, the psi was in normal range. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. External inspection showed no damage. Continuity testing was performed and good continuity was found across all electrodes. Additionally good continuity was found between all electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported the psi didn't go down into the normal range despite the patient's anesthesia. After changing to a new sedline sensor, the psi was in normal range. No patient impact or consequences were reported.